Event description:
In 2008, the pt reported that she has been getting red, swollen, puss filled masses on her abdomen from her infusion sites. She has been using the same type of infusion set for 10yrs and changes the infusion site every 3 days. She stated that over the past month, she develops red bumps on her skin when she removes the headset. She stated that on a couple of occasions her skin peeled off with the adhesive when the headset was removed. She stated that she has been applying antibacterial ointment and dressings to the affected areas. She stated she would contact her physician. She mentioned that her blood glucose was elevated over the weekend (270 mg/dl) and she bolused through her infusion device to lower her readings. Her normal blood glucose range is 110-150 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Prod was replaced and requested to be returned for eval.